Event description:
The surgeon implanted a cc4204bf collamer lens. The pt was restless and they squinted their eye causing the capsule to tear. The lens was removed and a vitrectomy was performed. Surgery was completed using a sulcus lens.